Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. No product will be returned for evaluation.

Event description:
Husband reported that he smelled insulin and asked the patient to check her infusion site. Patient noticed there was a slight leak of insulin at the infusion site, and moisture made the infusion set adhesive come away from the skin. The cannula was also removed from her body. Patient previously experienced a bend in the cannula, and blood glucose elevated to 16 mmol/l (288 mg/dl). Patient experienced mood changes and thrush as a result. Infusion set was discarded and will not be returned for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. Additional information was not provided.